Manufacturer narrative:
Tech pulled panel off of foot side rail, and found there was corrosion on the sidecom cable. Upon further investigation, he found corrosion on the sidecom board, nurse call cable and pt control cable. Possible excess cleaning solution leak down past the gasket and corroded the connections. Tech replaced side com cable, com board, nurse call switch/cable and pt control switch/cable to resolve.

Event description:
Account stated the bed wasn't working correctly. Bed up/down wasn't functioning.